Event description:
It was reported that an electrical reset occurred on the device at the time the patient received a radiation therapy treatment. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked ram, addr=1298, data=29 on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.